Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they had an MRI in may because they had a pinched nerve in their back. Patient had to have a knee surgery because they were concerned that their device was causing pain down their leg. Patient said they did not know where all the pain was going because it was on the same side as their implant. Patient mentioned they turned their stimulation off for the MRI and when they turned the stimulation back on, everything was fine. Caller stated that they had a second MRI about 3-4 weeks ago and the MRI tech wanted to put the device into MRI mode. Caller was unaware that the device needed to be put in MRI mode during that time. Caller stated that when the therapy came back on it was " going crazy" so they turned the device off for a few days. Caller stated that when they turned the therapy back on, everything went back to normal. Caller also mentioned that they were also using a massage chair in a electric car, and stated that the next morning, they barely made it to the bathroom and had the worst diarrhea they had had since implant date. Patient also mentioned they went out to eat on sunday morning and "just poured the bm out" and could not move away from the toilet or go to the sink without everything just pouring out. Patient wanted to know if they did anything wrong. Reviewed MRI mode information with patient. Patient stated they were back to "more like normal" now. Patient asked if it was normal to check with healthcare provider once a year. Agent reviewed different programming options if the patient wanted to make any adjustments to the stim. Agent reviewed information and redirected patient to healthcare provider.